Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit properly onto the pump. Additionally, the insulin gauge was inaccurate. Blood glucose was not impacted. A pump reset and a cartridge change were performed resolving the issue.